Event description:
The user facility reports one incident of a ragged cut in the pump segment tubing, found 5 minutes into treatment. Ebl = 200 cc. No pt injury or need for medical intervention is reported. A new line was set up to complete treatment. MDR is filed for blood loss only.